Event description:
Customer stated there was a leak under and in front of the analyzer. He stated the leak involved a lot of liquid. No discrepant or erroneous pt results were generated and operators were harmed.

Manufacturer narrative:
The field service representative determined cracked tubing on waste drain dripped on sensor connection for the waste reservoir, causing reservoir full alarms. He replaced cracked tubing and cleaned sensor connection. He also verified analyzer operation by performing mechanism check and quality control.